Event description:
Caller reported a malfunction on pump, identified with a specific malfunction code. There was no adverse impact to customer's blood glucose level. Customer was advised to use multiple daily injections as backup therapy. Technical support confirmed customer's warranty status and arranged for a replacement pump with updated software to be sent, providing training information and instructions for returning the faulty pump. Caller understood and acknowledged all guidance.